Event description:
Major pump unit(s) involved: blood pump; device thrombosisspecific component(s) involved: outflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pump; device thrombosis.additional text: thrombotic occlusion; outflow graft.specific component(s) involved: outflow graft malfunction/malposition.additional text: thrombotic occlusion.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : driveline division at skin, internal components remain.implant device type: lvad.